Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Approx one year ago, pt was implanted with 2 4.0mm cannulated screws for a talus fx. Post-op, the 2 screws broke. Nature of the breakage discovery is unk. During revision surgery on (B)(6) 2011, surgeon explanted the 2 broken screws. The broken tips of the screws were left inside the pt. Additionally, surgeon implanted a plate anteriorly including 1 4.0 mm screw. This report is #2 of 2 for the same event.

Event description:
Procedure was on the left foot. During the explant procedure, it was discovered the patient had a nonunion.

Manufacturer narrative:
Implanted approximately (B)(6) 2010: information not previously reported.